Event description:
The info provided to sjm indicated an angio-seal vip selected for use on the common femoral artery in 2010. Following a deployment failure, the patient presented with possible collagen in the artery. The patient underwent thrombolysis several times.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the info rec'd, the cause of the reported incident could not be conclusively determined. See scanned page.